Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a perfix plug. Case-specific details not provided.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a perfix plug. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2004 - patient was diagnosed with symptomatic right direct inguinal hernia thereby underwent repair with implant of perfix plug. Per operative notes, "direct hernia noted and reduced. A medium perfix plug placed in the defect and sutured. Onlay mesh secured in place." (B)(6) 2004 - patient underwent left direct inguinal hernia repair with a synthetic mesh. (B)(6) 2005 to (B)(6) 2006 - during multiple visits patient had recurrent pain starting in the right iliac fossa radiating down to scrotum, dysuria, thickened epididymis with no recurrent hernia, small bilateral varicoceles and right hydrocele thereby treated with medications and steroid injections. (B)(6) 2006 - patient underwent right groin exploration during which it was noted that tacking clips from previously inserted mesh were densely adherent to pubic tubercle and cord therefore removed as many of clips with the part of the mesh and then re-meshed the area to repair the posterior wall defect. (Note, no operative notes were provided) (B)(6) 2008 to (B)(6) 2019 - patient frequently visited hospital with neuropathic pain, chronic groin pain, nerve damage, scarring, area of hyperemia, swelling and plaque overlying the right inguinal repair thereby underwent ilioinguinal nerve block, lymphatic drainage, lidocaine infusion and provided with medications, trigger point injection. (B)(6) 2019 - patient underwent revision of right groin due to chronic pain and mesh removal. (Note, no operative notes were provided).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided; a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the information received, no conclusions can be made as the degree to which the device used to treat the patient may have caused or contributed to a post-op complication. Per medical records review, about 2 years post implant of perfix plug, due to reports of chronic pain the patient underwent exploration with partial mesh explant. Several years later, due to continued symptoms the patient underwent additional medical treatments and mesh explant. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2003. Updated fields: a2, a4, b4, b5, b6, b7, d4 (product catalog no., corporate lot no, UDI no.), d6.a, d6.b, g3, g6, h2, h6, h10, h11. Corrected fields: b2 (event attributed to), b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.